Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# va1jwka, implanted: (B)(6) 2018, explanted: (B)(6) 2018, ubd: 10-aug-2021, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient with an implantable neurostimulator (ins). It was reported that the head of the patient's lead was bent during the testing in the operation. The lead was replaced to complete the operation. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.